Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call to technical services states that this lead had some oversensing and some instances of pacing inhibition of 2 seconds. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).